Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date - device not explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an 8fr angio-seal was deployed after the percutaneous transluminal coronary angioplasty (ptca) with stents. Post procedure, the artery was occluded, and a fasciotomy was required in the operating room. The fasciotomy was performed to remove the occlusion in the artery. As of (B)(6) 2019 the patient was in the ICU.